Event description:
It was reported that the arctic sun device did not cool anymore. Per follow up information received via mail on 29nov2024, device would be repaired in the hospital by crs. No patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Bd has determined that this issue was confirmed as improper setup by user. This is not reportable. This report is being submitted as additional information. The reported issue was confirmed. The root cause identified is improper setup. The device was evaluated upon receipt. Water level was too low and this circumstance caused the device to neither cool nor heat. Exchanged water and cleaning solution. Passed functional test. A DHR is not required as the reported event is a use-of-device failure and therefore the reported event is not manufacturing related. The instructions-for-use under baw28-000770-00 rev 9 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Fill reservoir: 1) fill the reservoir with sterile or distilled water only. Initial installation. 2) four liters of water will be required to fill the reservoir at initial installation. 3) add one vial of arctic sun® temperature management system cleaning solution to the sterile water. 4) from the patient therapy selection screen, press either the normothermia or hypothermia button, under the new patient heading. 5) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 6) the fill reservoir screen will appear. Follow the directions on the screen. Correction: d,e,f,h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not cool anymore. Per follow up information received via mail on 29nov2024, device would be repaired in the hospital by crs. No patient involvement.